Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in an unspecified vessel below the knee. There was difficulty removing the hi-torque winn guide wire due to the anatomy and the device had to be removed with excessive force. There were no adverse patient effects reported at this time. No additional information was provided.

Manufacturer narrative:
Device codes: 2017 labeled. (B)(4). Device code 2017 - excessive force. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. It should be noted the hi-torque guide wires for ptca, pta, and stents instructions for use (IFU) states: do not: push, auger, withdraw, or torque a guide wire that meets resistance. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Although it was noted that resistance was noted during retraction of the guide wire, the force applied during removal of the device seemed to be a reasonable clinical response to the difficulties. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.